Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed increased shock lead impedance measurement for the right ventricular (rv) lead. Impedance increased to 133-140 ohms in both rv to can configuration and lead alone. Chest x-ray was recommended by the representative. At this time there is no evidence that intervention has been performed to resolve this issue. The system remains in service. No additional adverse patient effects were reported.